Manufacturer narrative:
Findings: all buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted. No ramping numbers noted on the display.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 135 mg/dl. The customer can't clear the screen and kept scrolling, tried to escape but couldn't do it. The customer stated that the pump was disconnected. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.